Event description:
Healthcare professional reported left side "pain" and exchange due to patient's concern with the product. Additionally, healthcare professional reported "disproportion and deformity", "flattening and loss of projection" and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation, crease fold and wear abrasion. Cloudy and voids in the gel observed after autoclave cycle. After weighing the device, it is observed that it is overweight, however, a review of the weight reports generated during the manufacturing process is performed and all units were within specification. Therefore, the overweight observed during the additional analysis is not considered a workmanship (see the weight report attached). Based on the device analysis the final assessment is no issues found related with the manufacturing process the event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "pain" and exchange due to patient's concern with the product. Additionally, healthcare professional reported "disproportion and deformity", "flattening and loss of projection" and capsular contracture, baker grade unknown. Device has been explanted.